Manufacturer narrative:
On (B)(6) 2016, vilex received call from account manager that surgeon attempted to use a titanium lag screws (s30-14t-11). Surgeon stated that the screw 'had no bite". The account manager also stated that the surgeon was new to vilex screws. On (B)(6) 2016, vilex received the screw from the account manager. On (B)(6) 2016, vilex's quality department examined the screw and found no flaws. The screw was tested in a saw bone. The screw functioned as it should, there were no issues. Quality department concluded there was no problem with the screw. If more information should become available a follow up report will be submitted.

Event description:
Doctor stated that 3 cannulated titanium lag screws "had no bite" meaning that they would not screw into the bone.